Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v513773, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had increased leakage on and off for six months, it would get worse and then get better. The patient had no stimulation sensation and a loss of therapeutic effect. There was a problem with the patient programmer and the patient couldn¿t get it to work. The patient didn¿t adjust the device a lot and the doctor had done it one and a half to two years ago. The patient couldn¿t find the book and was having problems with what it was supposed to do. The patient wasn¿t able to make an adjustment with the patient programmer, had no telemetry, and would only get poor communication either with or without the antenna attached. The anomaly appeared to have occurred through product use. A replacement patient programmer was sent to the patient, it still wouldn¿t connect with the implantable neurostimulator (ins), and the patient still wasn¿t able to make an adjustment. Analysis of the original patient programmer showed a telemetry problem could not be verified. No interventions or outcome were reported regarding the patient¿s symptoms. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.